Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma at the ipg site and possibly acquired an infection. Nevro attempted to obtain additional information regarding the nature of the event but was unsuccessful. The hematoma was drained and the device was explanted. There have been no reports of further complications regarding this event.